Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts and a leaking cartridge, including a cartridge that did not seat correctly in the pump, followed by an ¿unable to proceed¿ alert during fill at 9 units; lot numbers for the cartridge, connector, and cd were provided, and troubleshooting included multiple supply changes and a successful dry run. Symptoms included hyperglycemia, with capillary glucose reported at 474 mg/dl and a cgm high alert, later trending down to approximately 250 mg/dl. Outcomes included temporary interruption of insulin delivery and subsequent resumption of delivery after replacement of supplies from a different box. Investigation included guided troubleshooting and education, component replacement, and verification of flow by observing drops during priming. Investigation of this case revealed a leaking cartridge and possible seating issue contributing to occlusion alerts and delivery interruption, with resolution after replacing affected components. It was concluded, based on previously established findings for similar reports, that the cause was component performance and seating inconsistency contributing to occlusion and leakage.